Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call the insulin pump alarmed motor error . The customer¿s blood glucose level was 300 mg/dl at the time of the incident. The customer was treated with insulin pump for high blood glucose. It was reported that hey had motor error. Customer reports the drive support cap was loose. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The insulin pump will be returned for analysis.

Manufacturer narrative:
Device passed the seat & rewind, basic occlusion test, prime test, excessive no delivery test and motor test. No unexpected motor error alarm noted during testing. Unable to perform displacement test or occlusion test and reservoir unable to lock into place due to completely broken reservoir tube lip.